Event description:
The physician attempted to use a turbohawk btk to treat patient in the tibial/popliteal trunk. A 6f sheath and a 0.014 guidewire were used. It is reported that the nose cone separated from the shaft. It is reported that everything was removed from the patient. The procedure was completed using a second device. No patient injury was reported.